Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported was not able to generate data as appeared on future dates. Troubleshooting was performed and the issue was not resolved by force closing and re-launching the app. No harm requiring medical intervention was reported. The customer will continue the use of the device and will not be returned for analysis.

Manufacturer narrative:
Helpline support team reported that the user was not able to generate reports as they see future date in carelink personal report page "complaint summary: helpline support team reported that the user was not able to generate reports as they see future date in carelink personal report page investigation/testing summary: an attempt was made to reproduce the issue , by trying to view the provided user account in carelink support application and confirmed that the issue was not reproducible. To assist with the resolution , requested helpline to provide the below information. -- please provide us the info on where the future date is seen . We see the below for the provided user , the ui displays the current date refer the screenshot. -- request user for the screenshot or more additional information on where the future date is displayed. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: caused by time change events on user's device. Changing date/time back and forth creating unusable data. Analysis summary: helpline confirmed that they were seeing current date in the carelink personal report generation page for the given user and confirmed they do not see the issue anymore. Attaching the reference email from helpline team. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.